Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07482 and 2134265-2015-07479. It was noted that automatic pullback failure occurred. During preparation, a simulator was connected to the motor drive unit (mdu)5 plus. It was noted that some image were shown. However, when the mdu5 plus stopped, the image stopped as well. When the connection was loosing, it did not show any error message. The physician tried to connect the mdu5 plus to other equipment but the issue was not resolved. It was further noted that the side sensor part of the mdu 5plus looked rusting and had some damage.